Event description:
It was reported that during a right common iliac stenting treatment procedure, a balloon rupture occurred. The physician was treating an 80% stenosed lesion located in the non-calcified and non-tortuous right common iliac artery. The lesion was not pre-dilated. This 8.0x20x135cm express ld stent was advanced to lesion without difficulty. Once to the lesion, the balloon of the stent delivery system (sds) was inflated for stent deployment. On the first inflation, the balloon ruptured at 6atms after being inflated for 10 seconds. The stent was implanted in the intended location successfully, fully expanded and well apposed. The sds was removed from the patient intact. The procedure was considered as completed with this device. There were no reported patient complications. The patient status is listed as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. There was a slight amount of air in the balloon. It was not possible to see a clear impression of where the stent was originally crimped due to the balloon having been slightly inflated. A microscopic examination of the balloon material revealed a 4mm longitudinal tear located 2mm distal to the distal edge of the proximal markerband. The device was passed along a 0.35" guide wire with no restriction noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).

Event description:
It was reported that during a right common iliac stenting treatment procedure, a balloon rupture occurred. The physician was treating an 80% stenosed lesion located in the non-calcified and non-tortuous right common iliac artery. The lesion was not pre-dilated. This 8.0x20x135cm express ld stent was advanced to lesion without difficulty. Once to the lesion, the balloon of the stent delivery system (sds) was inflated for stent deployment. On the first inflation, the balloon ruptured at 6atms after being inflated for 10 seconds. The stent was implanted in the intended location successfully, fully expanded and well apposed. The sds was removed from the patient intact. The procedure was considered as completed with this device. There were no reported patient complications. The patient status is listed as "stable". This product is only ous approved, but it is similar to an approved us device.